Manufacturer narrative:
Additional information: eight (8) samples were received for evaluation. Visual inspection noted no particulate matter (dust particles) either inside or outside the cassettes. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were dust particles inside eight (8) homechoice cassettes. This was identified before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.